Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 1024 mg/dl. The customer was treated with fluid and intravenous insulin infusion. Customer stated they started breathing heavy. Insulin pump was alarming empty reservoir. Customer stated they had received no delivery alarm. Customer was used the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature information was unknown. Customer's last blood glucose reading was 250 mg/dl. The insulin pump will not be returned for analysis.